Manufacturer narrative:
Continued h.6: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error and device deflation.

Event description:
Healthcare professional reported "expander ¿ has been perforated or the port has a defect", "the patient has been temporarily implanted with an expander", "the expander was filled under guided ultrasound as it was impossible to find the port with the magna-finder" and "the patient also had a cardiac surgery while the expander was in place." Device was explanted.